Manufacturer narrative:
Thus far, only pictures of broken device have been received. Emails have been sent for further information, but we have not been able to obtain the information yet. Cause of break on device is unknown at this point. Upon receipt of details of event, a follow up report will be submitted.

Event description:
After surgery, surgeon realized chisel was broken. Picture sent by surgeon showed the osteotome with the corner of the guard edge broken off. Cause is unknown.